Event description:
It was reported that during an endoscopic retrograde cholangiopancreatography (ercp) procedure, the distal cover fell off of the scope and into the patient's body. The distal cover was retrieved with forceps. There was no patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available. This report is linked to patient identifier (B)(6).

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was not returned for evaluation. However, the device inspection and repairs were carried out on site. It was confirmed that the event reported by the customer had been investigated in the past. A definitive root cause could not be determined. The most probable cause of this complaint is expected or random component failure without any design or manufacturing issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information was received from the customer.